Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (20.0 mg/ml at 10.949 mg/day) and bupivacaine (10.0 mg/ml at 5.474 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and degenerative disc disease/herniated disc pain. It was reported the patient complained of increased pain and the pump not working properly on (B)(6) 2017. The patient did well post catheter evaluation and then declined. The device diagnosis was suspected catheter malfunction and the clinical diagnosis was unsatisfactory analgesia. No action was taken as an intervention and the outcome was ongoing. The etiology of the event was noted as possibly related to the device or therapy and not related to the implant procedure. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the issue resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the suspected catheter malfunction was not determined. The patient's baseline weight was noted as (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's pump was reprogrammed on (B)(6) 2017 and oral dilaudid was administered by the ER physician during the patient's visit on (B)(6) 2017. It was noted the patient felt like they were getting intermittent delivery on (B)(6) 2017. The patient was examined on (B)(6) 2017 and the pump seemed variable in efficacy and symptoms were compatible with physical withdrawal.